Event description:
On (B)(6) 2011, a pt received a brain exam on the hitachi airis ii MRI system. The pt had tinnitus prior to the exam being done. The pt was not given hearing protection during the exam. The exam was uneventful and the pt left the facility with no complaints. On (B)(6) 2011, the pt called the facility to report that she since her exam in (B)(6) 2011, she has had continued ringing in her ears.

Manufacturer narrative:
The airis ii is a 0.3t open MRI. Acoustic tests were done on (B)(4) 2012 using the same scan sequence protocols used on the complaining pt in (B)(6) 2011. The noise levels were measured at the same position as where the pt¿s head was located during her exam. Average acoustic noise measurements (dba) ranged from 75.1 to 89.7 dba. The average of the sequence was 82.7 dba. Peak noise ranged from 75.1 to 98.1 db, averaging 89.3 db. The sequence time averaged 3 minutes, and total exam time was approx 36 minutes. There are normal pauses between the scan sequences, so the noise levels were not continuous. There was no indication of a system malfunction. The tests show that the airis ii in question operates below the normal operating mode threshold for average and peak acoustic noise of 99 dba average, 140 db peak, established by (B)(4) and recognized by FDA in the "guidance for the submission of premarket notifications for magnetic resonance diagnostic devices.¿ the guidance states that the ¿the normal operating mode is considered safe for all pts, regardless of their condition.¿ based on the available evidence, hitachi does not believe that the airis ii was the root cause of the pt¿s alleged injury but can not rule out that it was a contributing factor.